Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that a patient presented in clinic with an infection. The patient's pacemaker (pm) was explanted. The patient was stable throughout procedure.

Manufacturer narrative:
The device was returned with no allegation of malfunction. Electrical, mechanical, and visual assessment returned no anomalies.